Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat troponin-I results, on the architect i1000sr, serial number (B)(6) , included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer performed a probe and transport calibration, tested a new sample obtained from the patient, and repeated the original sample, which all generated favorable results. As there were no identifiable issue with any instrument parts, the architect i1000sr, serial number (B)(6) was deemed the likely cause for the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a male patient. The following data was provided (customer¿s normal range for males is <34 pg/ml): initial result, on (b)6) , was 35.1 pg/ml. The patient was redrawn, and the result was 4.5 pg/ml. The initial sample was then repeated, and the result was 4.4 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00264-00 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a male patient. The following data was provided (customer¿s normal range for males is <34 pg/ml): initial result, on (B)(6) 2023, was 35.1 pg/ml. The patient was redrawn, and the result was 4.5 pg/ml. The initial sample was then repeated, and the result was 4.4 pg/ml. There was no impact to patient management reported.